Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while removing the lungs during a laparoscopic double lung transplant procedure, the stapler fired twice, then it would not fire on the third reload. They opened another handle to complete the procedure. There was no patient injury.